Event description:
The facility reported that during a routine insp of the quantum 2 surgery sys, a burning smell was coming from the unit. The cause of the burning smell was unk. No pt involvement was reported.